Event description:
It was reported that the patient was frequently and had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted device was disposed by the facility. There were no reported complications postoperatively.